Event description:
The test strips were damaged. The pt reported low blood glucose symptoms (did not specify symptoms) at the time of testing. The pt contacted a medical professional for advice, no treatment was reported. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.